Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to suggest abnormal wear. Tribological matter is observed on both male and female tapers. It cannot be determined if the damage found on the rim of the insert is from extraction. The acetabular cup was not returned for examination. Matching damage is not found on the femoral head or femoral stem. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. No patient demographics, investigational inputs, or further event information was provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On (B)(6) 2007, the original tha surgery was done. On (B)(6) 2007, the patient was revised due to the frequent dislocation. The head size was exchanged from 0 to 3 during this surgery. On 2013, in the MRI & CT, it was suspected that pseudotumor around the hip joint when patient visited hospital for routine examination. Hence, on (B)(6) 2014, the patient was revised again, there was observed the necrosed of soft tissues around the hip joint and the metallosis on the between of the neck-head and the stem-sleeve. As a result, the all necrosed soft tissues were removed and exchanged implant as below. Liner was exchanged to polyethylene, head was exchanged to delta and the stem was exchanged as new same stem. According to surgeon, it was suspected that the root cause is related to assemblage of 9/10 taper and 36 mm head. There were no surgical delay was reported.